Event description:
It was reported that an unspecified system error occurred on the homechoice device during dwell one of four in peritoneal dialysis. The home patient was connected. The technical service representative had the home patient cycle the power on the homechoice. The homechoice went to power restored. The technical service representative had the home patient press go and the homechoice went back to dwell. The home patient was able to complete therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned, therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.